Event description:
It was reported to boston scientific corporation that a three port through the peg jejunal feeding tube (j-tube) was placed on (B)(6) 2011. According to the complainant, on (B)(6) 2011 the tube became clogged. The boston scientific representative was informed that crushed medication was being put into the medication port which caused the tube to become clogged. A new three port through the peg jejunal feeding tube (j-tube) was placed. The patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - exchange of j-tube. (B)(4) - the reported event of j-tube clogged. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.